Event description:
It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the implantable cardioverter defibrillator(ICD) had caused pacemaker mediated tachycardia. Further investigation on the case noted that the ICD had possible migrated due to twiddler's syndrome, causing inadequate insertion and high pacing impedance of the atrial lead. Programming changes were performed. The patient was in stable condition.

Event description:
New information received notes that another instance of pacemaker mediated tachycardia was noted, and additional programming changes were performed. No additional patient consequences were reported.